Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
The patient experienced heating of the pump during an MRI on the date of this report. The MRI tech was very concerned about hurting the pump during the scan because it was not a normal MRI scanner; it was a newer stronger scanner. It was an "800 megahertz" machine. During the first MRI pass through, the pump heated up and was warm to the touch and it was red around the area. The MRI tech put a wet wash cloth on the area and gave the patient the option to stop the scan. The patient decided to finish the remaining 7 minutes of the scan. Prior to sending the patient home after the scan, there was no redness or burn in the area of the pump. The patient¿s condition was ¿good.¿ the patient was concerned about the warming during the MRI and wanted the pump checked. The patient entered the MRI at approximately 2:30 ¿ 3:00; as of 6pm, the patient had not heard the pump alarm at all. When asked about any symptoms related to the event, the patient stated that she was on oral medications including high doses of hydrocodone and prednisone. She also had oral baclofen, but was unsure when to take it. The patient was out of state and had re-injured her back the week prior to this report, so her normal pain level was ¿discombobulated.¿ the patient couldn¿t determine if her pain had increased more than normal due to the other narcotics that she was on. The baclofen treated her chronic pelvic pain, so per the patient that was ¿a different beast.¿ the device system was delivering clonidine and baclofen. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.